Event description:
The complainant alleged that during biomed testing, the device was set at 200 joules, 300 joules and delivered 150 joules. The complainant indicated that there was no pt involvement in the reported malfunction.